Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the sensica device was displaying that the catheter had been in use for 3 days, but nurse stated that this was a new patient less than an hour. And the device was not recording urine, 350 ml was in the bag and did not record what was draining.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause is user does not record catheter time and date of use correctly on patient records, user does not know correct time of use. However this cannot be confirmed. Nurse stated that this was a new patient less than an hour. Reported issue was resolved on-site. It is unknown if the device did meet specifications and whether the device was influenced by the reported failure. The device was in use on a patient. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions are needed. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to change the catheter use time display, touch shutdown & actions and then edit catheter use time. This function can be used when a catheter is replaced or to change the catheter use time if monitoring has begun after the catheter has already been in use. To adjust the catheter time, use the up and down arrows. Then touch enter and save. The display will return to the standard urine output monitoring screen with the new catheter use time indicated. To cancel resetting the catheter use time, simply touch cancel. The display will return to the standard urine output monitoring screen with no changes." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the sensica device was displaying that the catheter had been in use for 3 days, but nurse stated that this was a new patient less than an hour. And the device was not recording urine, 350 ml was in the bag and did not record what was draining.